Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for the single leaflet device attachment. It was reported that on (B)(6) 2018 one mitraclip was implanted in the patient with degenerative mitral regurgitation. On (B)(6) 2022 the patient underwent another mitraclip procedure for a single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) grade 4+. The anterior leaflet was no longer inside the original mitraclip. The slda was due to the patient anatomy and mr etiology. Two additional mitraclips were implanted on (B)(6) 2022, reducing mr grade to 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot specific product quality issue. Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information, a cause for the reported slda is patient anatomy and etiology. The reported mr appears to be cascading effects of incomplete coaptation. The reported effect of mr is listed in the mitraclip nt system instructions for use (potential complications and adverse events section), and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances, as the patient had to undergo an additional mitraclip procedure to stabilize slda. There is no indication of a product issue with respect to manufacture, design, or labeling.